Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had leak. The customer¿s blood glucose level was 340 mg/dl at the time of incident. Customer was not sure about the location of the leak, however they had smell of insulin on insulin pump. Customer also experienced high blood glucose level and it was treated with insulin pump. Customer stated that the auto mode of insulin pump was active. Customer did not alleging insulin pump was under delivering. The reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated one open/used reservoir. Inspected reservoir's o-rings/stopper groove for anomalies, none were found. Ran basal, bolus leaking test : reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a paradigm insulin pump. Conclusion: reservoir do not leak, no air bubbles and not occluded. (B)(4).